Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that in the closure of pulse field ablation (pfa) procedure a farawave 2.0 was selected for use, and experienced blocked irrigation port/insufficient irrigation flow. When attempting to switch the return flow from the farawave catheter to another catheter during the removal after finishing the procedure, the pressure bag was found to be empty. The pressure bag used 500ml, and it was pressurized to the red line. It is the first time the pressure bag has emptied with the usual bag. Since this time the 2.0 catheter was used for the first time, I would like to know if the 2.0 catheter naturally has a higher return flow than the older version, or if there is an issue with the product being sent. Please investigate. No patient complications were reported. Device was received for analysis and investigation is still in progress.